Event description:
It was reported that a patient using the iLet experienced prolonged high glucose after an infusion set change, with a confirmatory glucometer value of 459 mg/dL and Dexcom G7 displaying ¿High,¿ and the issue was attributed to an infusion set deployed incorrectly or a connector not attached correctly involving the cannula component. Symptoms included hyperglycemia, flushing/hot flashes, and diaphoresis. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including removal of the prior set, inspection of the cannula, preparation and insertion of a new inset Teflon set with observed priming drops and an audible click, and guidance to recheck glucose later and call back if not decreasing. Investigation included communication with the user/caregiver and analysis of information provided by the user/third party. Investigation of this case revealed no device problem found and identified a usage problem consistent with improper or incorrect procedure or method related to infusion set deployment and connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.